Event description:
It was reported that during a lower anterior resection procedure the doctor fired the circular stapler and could not remove it because it was catching at the anastomosis site. Eventually the circular stapler released but it ripped the anastomsis. Upon examination, it was clear the staples did not form. Another competitors same like device was used to complete the case. The event caused the surgery to last approx one hour longer. The doctor was able to create an adequate anastomosis. No adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.